Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after intubation the patient had audible breath sounds. A chest x-ray indicated the 8.0 endotracheal tube had risen up. A physician visualized the 8.0 tube with a glidescope and used a bouge to remove and exchange the tube for a size 7.5. The extracted 8.0 tube had a cuff leak and could not maintain inflation. The tube was discarded.